Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched message, caused by loose upper link screws. The link screws were replaced.